Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged force sensing resistors. A service history review revealed that the device experienced repetitive failures related to f-38 alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.